Event description:
Facility reported that "pt on nocturnal dialysis and fistula needles dislodged from access causing loss of blood. Estimated blood loss greater than 275 cc. Needles had been secured in place with paper tape with a chevron as well as tape across fistula needle tubing. Problem identified. Pressure applied. Bleeding stopped. New IV access started. IV fluids initiated. Ems and md called. Ivf given to pt to support b/p. Transported to ER admitted to hospital. Pt expired (B)(6) 2009."

Manufacturer narrative:
Dated 03/19/2009, based on the results of jmsna's clinical affairs investigation, the clinic manager stated that "the pt might have moved his arm causing the dislodgement". There was no defect on the needle before, during or after the treatment. According to the physician, the pt did not die due to the blood loss but from his other pre-existing conditions. There was no malfunction on the needle itself. From our preserved sample evaluation and DHR review, the complaint lot met the qa specifications prior releasing it to the market. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of our product.